Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Received info that the pt had a revision in (B)(6) 2010 to move the paddle lead. Since then he has had to increase stimulation from 5 to 10.5 volts in a one month period. The same electrodes were programmed with the same paresthesia area. The bottom contacts of the lead were used because higher contacts cause abdominal nerve root stimulation. Impedances were normal in the 50-1000s ohms. Pt is also needing to recharge every day. On (B)(6) 2010, pt was taken to surgery and the lead was removed from the extensions and the lead was tested while pt was awake. He was able to feel stimulation at 4-5.0 volts. The decision was made to replace both extensions. Post operatively, the pt was getting good stimulation coverage at 4-5.0v. Pt recovered without sequela.